Manufacturer narrative:
Results: fowler.

Event description:
It was reported by service report that the side rail would not latch in the raised position; fowler would not raise; fowler cylinder was leaking onto the floor. No patient involvement or adverse consequences are reported.